Event description:
It was reported to gems that the table tilt motor, delivered by federal express, broke through the cardborad box as it was being carried by the hosp receiving employee. It was reported that it fell onto his foot and broke it.